Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on after being exposed to moisture. The customer stated that the display did not return after restarting with new batteries. Contacts on battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to components on electrical board physically broken or cracked. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. No moisture damage noted during visual inspection. Device received with scratched case. Device received with pillowing keypad overlay.